Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as an itchy rash. The patient's doctor prescribed an irritation cream that she has been using to treat this skin condition. The patient reported the irritation has improved due to using the cream.